Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before it could be inflated to the nominal burst pressure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b: pro code - lit.

Manufacturer narrative:
D2b: pro code - lit. The device was returned for analysis. Visual inspection revealed that the balloon was not folded, suggesting it had been subjected to positive pressure. A longitudinal tear, measuring 55mm in length, was identified in the balloon material. The tear extended from a point 9mm proximal to the proximal markerband to 6mm distal to the distal markerband. No damage was observed at the tip of the device during visual examination. Additionally, both visual and tactile assessments confirmed that the shaft of the device was free of kinks or damage. Both markerbands were intact and remained securely in place on the device shaft.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before it could be inflated to the nominal burst pressure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.